Event description:
It was reported that the insulin pump alarmed button error and had keypad anomaly. Customer's blood glucose was 57 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. No button error alarms noted during testing. Visual inspection was performed and no moisture damage was noted on the electronic or motor assemblies. The following cosmetic damage was noted: cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.